Manufacturer narrative:
The device was returned to smiths medical. A flash memory post error was found at power up. A crack on the keypad support lens was found at inspection. The main pcb did not operate as intended. The pump been dropped or mishandled by customer. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is four years old.

Event description:
It was reported memory flash failure, display cracked.